Event description:
A 3.5mm express angioplasty balloon was being used during procedure. The balloon was inflated to 14 atmospheres in the right coronary artery. At 14 atmospheres the balloon ruptured. The balloon catheter was pulled back but the tip of the balloon remained in the patients cornorary artery. The tip of the balloon was retreived successfully during surgerydevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: none or unknown. The device was not destroyed/disposed of.